Manufacturer narrative:
Additional information was received that device incident did not occured while in use with a patient. The unit was leaking and alarmed "res low" when the tank was full. The event date was also provided.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection found the device to be in poor condition. Device was powered on, resulting in the overtemp alarm sounding. This confirms the reported customer complaint. As a result, the pcb was replaced because the potentiometer was unable to be adjusted. Additionally, other components were replaced, as well as the leaking water tank cover and gasket. The device then passed all functional tests. The problem source was determined to be normal wear and tear due to the age of the device.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had alarms that "keep going off". No adverse effects were reported.